Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. Visual inspection showed the device was in used condition. Functional testing found the device would power on for a split second, then immediately alarm the error code 41786. The cause is due to a depleted battery packed ram and user interface that never came out of reset. Back up battery charged and performed preventative maintenance to correct the issue. The device passed all tests following repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device would not turn on and keeps alarming. There was no patient involvement.